Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during exploratory laparotomy, when being used on the bowel, three pieces (including the spring) fell off the stapler. Another stapler was used to complete the case.